Event description:
It was reported that the pump was refilled (B)(6) 2013 with 20 ml of 1000 mcg/ml baclofen. When the physician signed off on the refill, it showed an eri (elective replacement indicator) of 28 months; a reservoir volume of 19.8 ml; and a low reservoir alarm date of (B)(6) 2013. The patient was getting 91.9 mcg/day. The next day, the patient had a little bit of increased clonus, so the patient came back into the office. The pump was interrogated and showed the infusion rate of 91.9 mcg/day; the eri said 25 months; and the reservoir volume instead of being 19.8 showed 10.8. After reviewing the logs, it was determined that the reservoir volume had not been updated during the prior day¿s refill; the 19.8 and 28 month eri were from the march refill printout, not yesterday¿s printout. It was felt that the clonus was because previously they had decreased the patient¿s dose a little bit and yesterday they increased it. The physician planned to update the pump. It was later reported that the patient had been having increased flaccidity, so they increased the daily dose at the refill appointment on (B)(6) 2013. At the appointment, they failed to program in the correct volume after the refill. The pump was reprogrammed the next day. The patient outcome was reported as ¿no injury.¿ the pump was delivering lioresal.

Manufacturer narrative:
Concomitant products: product ID 8709sc, lot # n166412004, implanted: (B)(6) 2008, product type catheter; product ID 8840, serial # unknown, product type programmer, physician. (B)(4).